Event description:
It was reported that during a ptca procedure using the brachial approach, the wire advanced into the distal tibial artery and could not be retrieved. Pt went to surgery for removal. Pt status is unknown.